Event description:
Related MFR reports: 3006705815-2021-02036 and 3006705815-2021-02038. Additional information received identified the patient underwent successful explant of the entire scs system.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR reports: 3006705815-2021-02036 and 3006705815-2021-02038. It was reported the patient complained of no pain relief from the scs system. The patient has requested to have the scs system removed.